Manufacturer narrative:
The patient's wife reported the implants were discarded during the revision surgery, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided there is no indication the implants did not function as intended or were removed for any reason other than the patient's medical condition. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report six of six for the same event, see also 1032347-2015-00383, 1032347-2015-00384, 1032347-2015-00385, 1032347-2015-00386 and 1032347-2015-00387.

Event description:
The patient's wife reported the implants were removed due to the radiation treatments that are preventing the patients body from healing properly. During the most recent procedure to remove the patients ear, the implants were also removed and will not be replaced.

Manufacturer narrative:
Correction: report five of six for the same event, see also 1032347-2015-00383, 1032347-2015-00384, 1032347-2015-00385, 1032347-2015-00386 and 1032347-2015-00388.